Event description:
Allegedly, the instrument has broken.

Manufacturer narrative:
Investigation is not completed. Trends will be evaluated. This report will be amended when the investigation is completed. This is the same event as 1043534-2007-00157.